Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room the week before due to high blood glucose. The mother wanted to know if there is longer tubing because the customer was told that she needs to use the infusion sets on the arms to give the abdomen a chance to heal. No further information was provided.